Manufacturer narrative:
The customer stated that they no longer have cassettes or samples for investigation. The technique and cleaning were reviewed with the customer and it was found that they were cleaning the test table and calibration bar with alcohol. The proper technique is to use only distilled water. The customer stated that they have adjusted their cleaning method and has had no further discrepancies.

Event description:
The customer reported false negative hcg results on the clinitek status+, on two different patients (different days), when compared to a reference lab. There was no report of injury due to this event.